Event description:
This is a report of a home patient (hp) that acquired peritonitis coincident with peritoneal dialysis (pd). The registered nurse (rn) stated the hp acquired peritonitis in the hospital after having a new catheter placed. The hp had been started on pd therapy within 24 hours of catheter placement and the rn believed the hp's tunnel was not completely healed at that time. However, the exact cause of the peritonitis was unknown. Treatment was not reported. The hp remained on pd therapy. No additional information is available at the time of this report. This is report 1 of 3 for this peritonitis event.

Manufacturer narrative:
(B)(4). An internal investigation is currently under way, however has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. (B)(4).

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information from that review, a supplemental medwatch will be filed.